Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The caller stated that the insulin pump was stuck in the prime loop. The customer did not receive any beeps and the numbers did not appear on the screen. Advised the husband that the insulin pump would be replaced and revert to back up plan. No further information was provided.